Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. No intervention was performed.